Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leakage was found in the foley catheter during pre-test before patient use. There was no balloon rupture or tear. The location of water leakage was unknown. No materials came in contact with the catheter.

Event description:
It was reported that the sterile water leakage was found in the foley catheter during pre-test before patient use. There was no balloon rupture or tear. The location of water leakage was unknown. No materials came in contact with the catheter.

Manufacturer narrative:
The reported event is unconfirmed. Received five (5) photo samples. All photo samples showcase an overview a 3-way temp sensing catheter with cut portion of inlet tubing. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. Flushed drainage lumen with d.I. Water successfully with no leaks noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a risk and labeling review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected